Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery status was noted to have gone from 15 percent to 1 percent remaining four months later. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.